Event description:
The surgeon attempted to implant a aa4203tl toric silicone lens. The lens stuck in the cartridge. No pt injury. The iol injector and iol injection cartridge, model and lot numbers unk.